Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Philips field service engineer (fse) confirmed the reported issue and found air valve liftoff failure (error code 1012) in the device history logs and replaced the blower assembly to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported getting vent inoperable error while switching on. No patient/user harm reported. Event date not specified; estimate used.